Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio recommended that customer inspect therapy cable with a test load and replace if necessary.

Event description:
Hospital personnel responded to a pt in cardiac arrest. According to the reporter, the device did not discharge when using therapy cable. Also, according to the reporter, the incident did not affect the pt's outcome.